Event description:
A customer contacted beckman coulter inc. (Bci) regarding falsely high and falsely low results for ammonia, glucose, triglycerides, aspartate aminotransferase (ast), alanine transaminase (alt), and creatine kinase (ck). Calibration and qc results were also affected. Ammonia was failing calibration. Glucose was imprecise with low fliers. Triglycerides recovery was low. Ast, alt, and ck recovery was high. Patient results were not supplied by the customer. The incorrect results were not reported out of the laboratory. No reports of death or serious injury and no affect to patient treatment are associated with this issue.

Manufacturer narrative:
A field service engineer (fse) visited and performed repairs and alignments and replaced multiple hardware parts that resolved the issue.